Event description:
The customer reported to olympus that a gastrovideoscope had angulation issues. The device was returned for evaluation. During the incoming inspection, the following reportable malfunction was identified: the lens had a scratch and the distal end had a crack. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, angulation play was found in all directions. The acoustic lens had a scratch which reached to the glue-layer. In addition, the distal end had a crack and the nozzle was deformed. The instruction manual operation manual state: the instructions for use state: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.